Event description:
Caller reported a malfunction alarm for their pump, specifically malf 16, and cts confirmed it indicated a pump issue. The malfunction had no adverse impact on the customer's blood glucose level, with no values exceeding 500 mg/dl mentioned. As a corrective action, the customer chose to try resetting the pump but had reported multiple similar malfunctions previously. Cts decided to send the caller a replacement pump with updated software, advised on required steps for returning the faulty pump, and arranged training via the tandem source account. Reportedly, the customer continued to use the pump for insulin therapy.